Manufacturer narrative:
H6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced poor barrier separation. This event occurred once. The following information was provided by the initial reporter. The customer stated: material no. Unknown batch no. Unknown. It was reported by the customer that the tubes aren't separating correctly.

Event description:
It was reported when using the unspecified bd blood collection vacutainer tube, the device experienced poor barrier separation. This event occurred once. The following information was provided by the initial reporter. The customer stated: material no. Unknown batch no. Unknown it was reported by the customer that the tubes aren't separating correctly.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, (B)(4).